Event description:
It was reported that there was a suspected catheter leak and a revision was being performed on the date of the report. It was noted that the pump connector might be replaced. The pump was being used to deliver sufentanil. It was further reported that the patient was having an increase in pain. The medication in the pump was a compounded 3000 mcg/ml of sufentanil, along with bupivacaine. Upon the catheter revision, the drug was changed to fentanyl only. The spinal segment portion of the catheter was fractured; this section was replaced first. Then after being unable to aspirate from the pump section, the health care provider (hcp) decided to replace the pump section at that time as well. It was noted no product would be returned. It was also noted that the patient was kept overnight for observation, but was awake and doing well post-operatively. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that an x-ray and a side port study were performed prior to the catheter replacement on (B)(6). At the time of report, the patient rated his pain as 6/10 and denied any problems with his therapy. The device system was used to deliver sufentanil, bupivacaine, and clonidine.